Event description:
End user states "he has had several utis while using this catheter. Last one being a month ago, treated with antibiotics. He has been using this catheter for the last 5 years. He has not been into see his urologist for the last 10 months and has a history of bladder stones. He has been treated by his primary doctor who has been performing bladder scans after the antibiotics are completed and per end user, "scan is still showing infection." He has been using the sterile gloves and iodine swabs prior to catheterization." Consumer states he has been "getting a lot of utis caused from technique." End user was advised him to follow up with his urologist.